Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that the was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt the helix could not be moved out. The lead was removed and a different 6947 was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.